Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. With the available information, boston scientific also concludes that a feature of this device, the signal artifact monitor (sam), appears to have identified atrial fibrillation as mv noise and, as such, the mv sensor was disabled.

Event description:
It was reported that boston scientific technical services (ts) was contacted regarding a series of signal artifact monitor (sam) events on the patient's device after an atrioventricular (av) node ablation procedure. Ts discussed programming options and noted a possible spring contact issue with the right ventricular lead. The patient also had chronic atrial fibrillation, which contributed to the sam events. The device and leads remain in service. No adverse patient effects were reported.